Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: (B)(4).

Event description:
It was reported that a 3.5 x 64 cortical screw was broken upon removal during a routinely scheduled procedure. The surgeon reported that they were not certain if the screw was broken prior to removal.